Manufacturer narrative:
Awaiting return and evaluation of device.

Event description:
Patient received a burn during electrotherapy treatment. The clinician was treating the patient for neck pain using the electrotherapy premod waveform. The clinician applied the treatment with valuetrode electrodes, size 1.5x3.5". The patient completed the 12-15 minute treatment as prescribed. The treatment intensity was set to 25ma. The treatment frequency setting was 80-150hz. Upon removal of the valuetrode electrodes burn indications were noted in the area of the electrodes. The valuetrode electrodes were new and the patient had received electrotherapy treatment prior to this event. The patient is not noted for any pre-existing conditions typical to a reaction to an electrotherapy incident. The patient is expected to make a full recovery.